Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('no essure noted. No coil seen on left side/embedded within the uterus is a metallic spring'), device expulsion ('no essure noted. No coil seen on left side/embedded within the uterus is a metallic spring') and menorrhagia ('menorrhagia') in an adult female patient who had essure inserted for female sterilization. The patient's medical history included uterine prolapse and stress urinary incontinence. In 2010, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy with bilateral salpingectomy with robotic assist and trans obturator pubovaginal sling and hysteroscopy, with thermachoice endometrial ablation on (B)(6) 2011). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, device expulsion and menorrhagia outcome was unknown. The reporter provided no causality assessment for device expulsion, embedded device and menorrhagia with essure. The reporter commented: surgical finding¿s; normal female external genitalis. Parous cervix. Hysteroscopy shows essure and right fallopian tube with four coils visible. Left tubal ostia seen. No essure noted. No coil seen on left side. No polyps or fibroids seen inside the uterus, therma choice endometrial ablation performed at 87 degrees centigrade x8 minutes at 199- 185 mmhg, without difficulty or complication. Surgical pathology report: received labeled as uterus cervix and bilateral fallopian tube is 126 gm , 802x6x405cm uterus with attached bilateral fallopian tubes. No ovaries are; present the octo and endocervical junction is fairly well demarcated. The endometrial cavity has a sclerotic pink surface as well as the myometrium. Embedded within the uterus is a metallic spring. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: embedded device, device expulsion and menorrhagia". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-feb-2020: quality safety evaluation of ptc. On 5-feb-2020: pfs received: reporter information added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('no essure noted. No coil seen on left side/embedded within the uterus is a metallic spring'), device expulsion ('no essure noted. No coil seen on left side/embedded within the uterus is a metallic spring') and menorrhagia ('menorrhagia') in an adult female patient who had essure inserted for female sterilization. The patient's medical history included uterine prolapse and stress urinary incontinence. In 2010, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy with bilateral salpingectomy with robotic assist and trans obturator pubovaginal sling and hysteroscopy, with thermachoice endometrial ablation on 12-may-2011). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, device expulsion and menorrhagia outcome was unknown. The reporter provided no causality assessment for device expulsion, embedded device and menorrhagia with essure. The reporter commented: surgical finding¿s; normal female external genitalis. Parous cervix. Hysteroscopy shows essure and right fallopian tube with four coils visible. Left tubal ostia seen. No essure noted. No coil seen on left side. No polyps or fibroids seen inside the uterus, therma choice endometrial ablation performed at 87 degrees centigrade x8 minutes at 199- 185 mmhg, without difficulty or complication. Surgical pathology report: received labeled as uterus cervix and bilateral fallopian tube is 126 gm , 802x6x405cm uterus with attached bilateral fallopian tubes. No ovaries are; present the octo and endocervical junction is fairly well demarcated. The endometrial cavity has a sclerotic pink surface as well as the myometrium. Embedded within the uterus is a metallic spring. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: embedded device, device expulsion and menorrhagia". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jan-2020: medical record received. The case was upgraded from non-serious incident to serious incident. The case is medically confirmed. Previously reported unspecified event " injury" was updated to more specified events" no essure noted. No coil seen on left side/embedded within the uterus is a metallic spring and menorrhagia" were added. Patient's demographic, medical conditions, essure removal date and reporter were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.